Event description:
Endovascular aortic aneurysm repair was not able to proceed as during the pre-check of the zenith fenestrated stent-graft under fluoroscopy (to confirm orientation of the fenestrations), it was observed that the fenestrations were not in the right locations (thought to be due to an error during transportation of the device planning numbers). The pt had already received conscious sedation and had percutaneous access into both femoral arteries before the issue was identified. The pt had a minimally invasive angiogram.

Manufacturer narrative:
.